Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, an adverse reaction, and a positive MRI finding. The surgeon had tentatively planned to also revise the cup due to its position, but opted for an intraoperative liner change with a +4 10-degree face-changing liner. It took approximately 1/2-hour to remove the metal insert, which seemed to be slightly misaligned and not seated completely into the taper.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 10/1/15-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported attorney information and patient complaints of limited motion and use of right hip. The revision surgery report stated there was heterotopic ossification in several areas that had to be debrided to allow hip to function properly and corrosion was found on liner and cup that was debrided from cup after liner removed. The acetabular cup was not revised related to bone loss. There is no new additional information that would affect the existing investigation. The complaint was updated on: oct 27, 2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.